Event description:
The patient underwent a gynecological procedure; peri-vaginal repair, bilateral iliococcygeus hitch, of anterior, middle and posterior compartments, and rectocele and enterocele repair, with cystoscopy on (B)(6) 2005 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with paravaginal repair, bilateral ileococcygeus hitch, anterior and posterior repair and cystoscopy due to paravaginal defect, grade ii cystocele, grade ii rectocele, and grade ii enterocele.